Event description:
Limited information was provided about a patient in (B)(6) who experienced chest, abdominal and back pain and hypotension within a few minutes of initiating dialysis treatment with a polyflux 17l dialyzer. The customer reported medical intervention was provided; however, no information was provided as to what type of medical intervention was provided. Treatment was terminated and restarted with a different polyflux 17l dialyzer. It was reported the patient did not feel well after treatment was resumed. Treatment was again terminated and restarted with a third dialyzer. The root cause of the reported patient symptoms remains unknown.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 61,344 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaint was reported for this lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.